Manufacturer narrative:
The reagent lot numbers and the expiration dates were not provided. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found the cell rinse tube disconnected from the vacuum bottle. He repaired this part, readjusted the sample probe, and confirmed that the assay and module were according to specifications. The investigation determined that an incorrect probe adjustment had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant c-reactive protein IV and creatinine plus ver.2 results from three patient samples tested on the cobas 6000 c501 module. Tina-quant c-reactive protein IV assay results: patient sample 1 the initial result of the initial patient sample was 36 mg/dl. The repeat result on autodilution was 1.26 mg/dl. The initial result of the new patient sample was 35.088 mg/dl. The repeat result with dilution was 0 mg/dl. Creatinine plus ver.2 assay results of urine patient samples: patient sample 2 the initial result from the module was 4.41 mg/dl. The repeat result from another module was 98 mg/dl. Patient sample 3 creatinine plus ver.2 the initial result was 0.20 mg/dl. The repeat result was 23.50 mg/dl.